Manufacturer narrative:
Failure analysis confirmed the insulin pump was received with blank display due to moisture damage electronic assembly. Analysis was unable to verify button error alarm and perform the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. The insulin pump did have scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's friend reported via phone call that the insulin pump alarmed button error and had moisture damage. The customer's blood glucose reading was unknown. She stated the insulin pump was exposed to moisture; water. Advised friend to tell the customer to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.